Event description:
It was reported that the patient's condition is improving and that the paddle lead is still implanted.

Event description:
It was reported that the patient underwent a second surgery. Post op, patient began to regain feeling in their legs. It is thought that the source of the issue may have been a hematoma.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost sensation and reflex in his legs after the permanent implant procedure on (B)(6) 2019. The patient has regained some sensation, but continues therapy in a rehab facility.